Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The single board computer kit, including hard drive, fluoro functions board, and the software upgrade were installed during the service call. Also the mainframe power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system was making a fluoro beeping sound without any buttons pressed and the system locked up during a case. The 8800 system was reset and the procedure was completed without incident. No patient injury was reported.